Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that lower pulsatility index (pi) values for the patient led to concern for aortic regurgitation. There were no patient consequences. Additional information indicated that worsening aortic regurgitation resulted in lower pi values. Log file review was requested which revealed no unusual events.